Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and full ECG functional testing using the returned 12 leads ECG cable and multifunction cable with a simulator without duplicating the reported malfunction. Review of the device activity log showed that at the time of the reported event the device was in pads view during the alleged 12 lead analysis. No faults were reported in the log consistent with the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.